Event description:
The hcp reported that the patient had undergone recent catheter revision for catheter kink and at follow-up visit in 2007, was noted to be experiencing dysarthria, increase in tone and constipation. The pump was reprogrammed to provide baclofen at 210 mcg/day. At refill , three weeks later, it was noted that expected reservoir volume was 3.6 mls; 13 mls were aspirated. The pump was refilled with 10 mls baclofen 2000 mcg/ml diluted to 1000 mcg/ml with 10 mls preservative free normal saline. The patient was given a prescription for oral baclofen 10 mg tablets; 1/2 tablet "a couple of times per day". The pump dosage was increased to 225 mcg/day in a simple continous mode. The hcp planned to monitor the volumes and replace the pump if it appears to be failing.